Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10gju, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient indicated that they fell on ice, resulting in a lack of efficacy with the device. It was noted that the patient was scheduled to meet with the rep and surgeon on (B)(6) 2017. The issue was not resolved at this time. The event date as well as if surgical intervention was planned was unknown. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.